Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at the same time. Review of the photo shows two fasteners threaded together, and one being threaded into the cap of another fastener. Based on the deployment it is possible the second fastener was deployed into the first fastener inadvertently or that both fasteners deployed at the same time. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 665 units released for distribution in may 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.

Event description:
As reported, during laparoscopic inguinal hernia repair procedure, the capsure straight device was used to fixate the 3dmax light mesh. It was reported that the first fastener could not be deployed and during dryfiring the device two fasteners were connected and deployed. It was further reported that the surgeon pressed the device against the ligament at a slight angle, but it was at a normal angle and no counter pressure was applied as the fixation was performed on hard tissue. The third fastener could be deployed properly, and the procedure was completed using the same device. There was no reported patient injury.